Event description:
The daughter of a (B)(6) male patient contacted zoll lifecor customer support service to report that one of the patient's batteries is unable to power up the monitor. The patient was provided with a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is still under investigation. The reported problem (battery is unable to power up monitor) is being evaluated by the manufacturer. Upon evaluation, it was discovered that the battery output voltage dropped to 5.96v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery. The patient received a replacement battery.